Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets leaked with the twist clamp closed. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: two (2) samples were received for evaluation. A visual inspection with the naked eye was performed for both of the samples. The first sample noted broken occluder feet. Functional testing including clear passage testing and clamp function testing were performed. Leak testing failed due to a broken occluder feet. The reported condition was verified for the first sample. The cause of the reported condition was undetermined. Visual inspection did not identify any abnormalities that could have contributed to the reported condition for the second sample. The reported condition was not verified for the second sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.